Event description:
A report was received that the patient was charging more often than what she used to. A database analysis indicated that device appeared to exhibit premature battery depletion and the physician and patient were informed of it. The physician and the patient both decided not to take any further course of action. The physician will revisit the issue in a few months.

Manufacturer narrative:
The ipg will not be returned to bsn as it is still implanted in the patient. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was charging more often than what she used to. A database analysis indicated that device appeared to exhibit premature battery depletion and the physician and patient were informed of it. The physician and the patient both decided not to take any further course of action. The physician will revisit the issue in a few months.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.

Event description:
A report was received that the patient was charging more often than what she used to. A database analysis indicated that device appeared to exhibit premature battery depletion and the physician and patient were informed of it. The physician and the patient both decided not to take any further course of action. The physician will revisit the issue in a few months.